Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pipeline deployed but would not open. The patient was undergoing surgery for treatment of a saccular, ruptured ica aneurysm with a max diameter of 5.8mm, a 5mm neck diameter, a 2.8 mm distal landing zone and a 4.1 mm proximal landing zone. It was noted the vessel tortuosity was moderate. It was reported the pipeline deployed but would not open in the phenom 27 microcatheter. The healthcare provider (hcp) deployed more of the stent and it still would not open. It was pulled to the center of the vessel, re-sheathed and deployed twice but still was unable to open. All devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. Ancillary devices include a 6f shuttle sheath.

Manufacturer narrative:
D10. Device available, return date - additional information g4. Date manufacturer received - additional information g7. Type of report - additional information h2. Follow-up type - additional information h3. Device evaluation, device returned - additional information h6. Evaluation codes - additional information, device evaluation h10. Additional manufacturer narrative - additional information, device evaluation analysis found the pipeline flex distal hypotube did not appear to be stretched and the ptfe shrink tubing was intact; however, the shrink tubing was found slightly pulled back from the proximal bumper. The pipeline flex braid was not found and could not be analyzed. The tip coil was found bent. Based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open¿ could not be confirmed. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.